Event description:
It was reported that the patient experienced phrenic nerve stimulation (pns) from the right ventricular (rv) lead and a medtronic left ventricular (lv) lead shortly after implant. The physician reprogrammed the device to the minimum output in both the rv and lv leads to reduce pns for the patient. The rv lead is pending explant and the lv lead is pending repositioning to resolve the event. No additional patient consequences were reported.